Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the lead safety switch was triggered multiple times for the right atrial (ra) lead due to high out of range pacing lead impedance measurements of greater than 2,000 ohms in bipolar pacing. Pocket stimulation was observed when the lead was programmed to unipolar configuration. A revision procedure was performed where fluoroscopic evaluation did not yield any significant findings. The lead was explanted and replaced. The device remains in service. No additional adverse patient effects were reported.